Event description:
The service report shows that the co customer support engineer (cse) had installed a 10,000 hour preventive maintenence kit. The cse was performing the performance verification tests per instructions and procedures. The vent failed the power disconnect alarm test. The cse verified that there was no audible alarm heard when the power was disconnected. The cse inspected the device further and replaced the card cage which comes with the mother board which was suspected to have caused the malfunction. The cse stated that the customer reported there was no death or serious injury due to the malfunction. The unit passed extended self testing. This report is not an admission that this device caused or contributed to the event alleged in this report.